Event description:
It was reported that the procedure was to treat a lesion located in the proximal to mid left anterior descending (lad) artery that was 99% stenosed. A non-abbott 3.0x12 mm stent was implanted in the proximal to mid lad, jailing the 2nd diagonal artery. The 1.20x6 mm trek balloon catheter was delivered through the implanted stent implant, with some resistance felt with the stent struts; however, it crossed the lesion. The balloon ruptured on the first inflation at 14 atmospheres and was exchanged for a non-abbott 1.5x10 mm balloon. The procedure was complete successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: tgv next, runthrough ns; guide cath: profit sal15, revolution; stent: nobori 3.0x12 mm. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.